Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The white foreign material, components similar to those used in the endoscope cleaner oer-3 were detected. Therefore, it is possible that the foreign material did not originate from the scope, but originated from the facility-owned oer-3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information obtained identifies that during the device being reprocessed, the foreign material was found while cleaning other devices. The foreign material deposited on the cleaning tank top cover. There is no known damage to the oer-3, and the pipelines in the equipment have not been replaced. The insertion site was wiped, the forceps/suction channel was aspirated and air and water were pumped. The outer surface of the endoscope was wiped with gauze, brushes or a sponge and the inside of the channel was brushed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that while cleaning and disinfecting the evis lucera gastrointestinal videoscope, white scum material accumulated in the cleaning layer. Additionally, when the olympus endoscope reprocessor (oer-3) was empty and moved after cleaning, the white scum material appeared. After washing 5-6 times, the material stopped coming out. The white residue was sticky but after a few days, the stickiness was gone. The customer suspected that gauze used by the facility contributed to the issue. The scope was washed in another washer without any further issues. The issues were found during reprocessing for a diagnostic procedure that was completed with the same device. There were no reports of patient harm. Related patient identifiers: (B)(6).